Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Device will not be returned.

Event description:
According to the available information, though not verified, reported complaint per tm: "potential hole in cylinder from previous surgery that included multi-slice girth expansion. The device was revised. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020 and revised on (B)(6) 2020 due to a potential hole in cylinder from previous surgery that included multi-slice girth expansion. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot.